Event description:
It was reported that during a surgical procedure, the handpiece showed an error. It was replaced in order to continue with the case. On inspection black hard stop broken from snaplock and will need to be replaced. No patient injuries reported beyond this event.

Manufacturer narrative:
H10 h3, h6: the navio handpiece, used in treatment, displayed error and had a broken snap lock nut during a procedure. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing the handpiece error. The root cause of this issue was found to be mechanical component failure.